Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the front response button trace was creased. The cause of the non-functional response buttons is the damaged trace.   The root cause of the creased trace cannot be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor response buttons were not functioning.